Manufacturer narrative:
The pump gave a motor error alarm during the occlusion test due to a faulty force sensor resistor. The pump was received with a displayable history alarm in the history file due to a corrupted history file. No external ram crc or unexpected restart alarms, or blank display, vibration, count down, battery icons, or reservoir icons anomalies were noted. The pump was received in english language. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind tests. Unable to perform the prime or no delivery alarm tests due to the motor error alarm. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm, external ram error alarm and history check failed alarm. The customer also reported that the insulin pump had a blank display. The customer also reported that there were scratches on the screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer performed self test and the insulin pump passed. The customer stated that the insulin pump was not stored without a battery for an extended period of time. The customer stated that the unexpected restart alarm occurred shortly after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.